Manufacturer narrative:
Evaluation summary: the breakage may have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. As returned, the retractor has fractured. Aside from the fracture, very little damage is noted. Slight discoloration can be seen, likely the result of numerous autoclave/sterilization cycles. Manufacturing documentation for the device have been reviewed and no anomalies were noted. The device has a potential field age of less than 1 year.

Event description:
It is reported that the retractor fractured during surgery.